Event description:
It was reported that the patient experienced an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was hospitalized for the event on the same day of onset and outpatient hernia repair surgery was performed. Peritoneal dialysis therapy was ongoing. The patient was discharged from the hospital on the same day of onset and recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints that were related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.